Event description:
Belt was returned to lifecor from a patient services representative (psr). There was no note concerning the reason for the return from the psr. The belt had a front therapy electrode (te) that was gelled. Research indicated that this electrode belt had been used last on patient. The recent download with this electrode belt serial number did not show any "gel fire" flags.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The gel fired when the 5 volt line within the monitor touched the gel fir pin within the electrode belt connector. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.